Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation. Seven samples and one photo were provided to our quality team for investigation. Through visual inspection, it was observed that all samples have silicone visible in the non-fluid path of the plunger rod. Potential root cause for the silicone outside fluid path defect is associated with the assembly process. These conditions are occurring below their expected frequency so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4075508. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe 1ml ll bns had silicone visible. The following information was provided by the initial reporter: during packaging our operators found 1ml syringes with visible silicon oil. I¿ve taken some photo¿s from the worst cases, see below. We¿ve packaged 35000+ 1ml syringes from this batch and have found more than 1500 syringes with this issue, but did not perform a 100% inspection on all syringes. We don¿t necessarily believe this is an excess of oil, but we have no way of determining this. Could you please advise? Could you advise on the basis of the picture? Silicon oil is behind the stopper and not in front of the stopper. Deviations were found during packaging, so prior to use and no patients are involved. Event date: 20-08-2024 article code: 309648 1ml ll bulk ns batch: 4075508.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.